Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# va17evv. Implanted: (B)(6). Product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left lead shows impedances out of normal range. No actions were taken and the cause was not known. No symptoms were reported.